Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 134 mg/dl. Troubleshooting for sensor anomaly was performed. Customer advised the needle fractured inside of their body however they were able to remove the sensor. Customer advised the second sensor alerted change sensor. Customer was advised that replacement sensors would be sent out.